Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, error 319 was found indicating node not present throughout the proximal, distal and usm thus confirming the fault occurred in the field. The unit was installed on a golden system in which it triggered the 319 error on startup thus replicating the event. Upon visual inspection, there was orange light on the fiber connector. Installed golden fiber and the unit was able to sync and program. The unit was then installed on a patient side cart fixture test platform (pftp) where it failed to find 3 nodes during programming. Installed golden fiber, tested it and verified it to be the source of the fault. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the fiber optic cable within the usm was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the system presented recoverable error 319 indicating a problem with universal surgical manipulator (usm) 2. Prior to calling, the system was restarted four (4) times with no change. The technical support engineer (tse) walked the customer through another hard power cycle on the patient side cart (psc), but the issue persisted. As a result, the customer elected to disable usm 2 and proceed as a 3 usm setup. The procedure was completing as planned with no reported injury.